Event description:
It was reported that within days of implant, the patient had a possible perforation and pericarditis. The right ventricular lead was noted to have high thresholds, decreased r-waves with intermittent undersensing, and high pacing impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that insulation breach and blood ingress occurred on proximal conductors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.